Event description:
After completing the cardio-pulmonary bypass portion of a procedure, the perfusionist reported that a leak developed from the tubing connection between the heat exchanger and the oxygenerator. The patient was not affected because the bypass circuit was no longer being used. The user facility reported that there were no complications and the patient is fine.